Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump and the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.